Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant, the placement of the right ventricular (rv) lead caused heart block in the patient. External pacing was required to resolve the issue. The patient was discharged in stable condition.